Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the fault indicator light of the versajet ii console device was on and the console was not functioning. As per the troubleshooting guide, hand piece and power supply were checked, but it didn¿t resolve the issue. No case involved; therefore, no patient involvement.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation establishing a relationship between the report event and device. A visual inspection was performed and showed the chassis and front panel damaged and motor pcb was found loose inside of chassis. Functional inspection was performed and showed the activation of error led error was caused by a defective electronic component. Root cause is determined to be contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.